Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case was scuffed up, the printer was noisy when on "12" speed, the system fan was noisy and the electrocardiogram connector on the link electronic module (lem) printed circuit board (pcb) was loose. All found defective parts were replaced and the lem pcb was calibrated. The hard drive was reconfigured and the software was reloaded and updated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).